Event description:
It was reported the implantable pulse generator (ipg) migrated resulting in dislodgement of the right atrial and right ventricular leads. The leads were repositioned and the ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).